Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment which could not be resolved. The circuit clotted while attempting to troubleshoot the alarm, preventing rinseback and resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner following an unrecoverable alarm as instructed in the user's guide. The user's guide provides adequate instructions for troubleshooting system alarms. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.